Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit, hyperglycemia and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian (lg) reported that the patient was wearing the pod on the leg for between 1 to 4 hours on (B)(6) 2026 when persistent high blood glucose levels were observed. The patient experienced symptoms including vomiting, weakness, and inability to walk. Lg transported the patient to the hospital, where the patient was diagnosed with diabetic ketoacidosis with ketones reported at 3.9 (units not provided). The pod was removed at the hospital to initiate treatment. The patient was treated with fluids and an insulin drip while under continuous observation in the high-dependency ward. By the evening, ketone levels had decreased to 0.7 (units not provided), and the patient was discharged after a 13-hour stay. A new pod was applied prior to leaving the hospital.